Event description:
Customer reported having used his meter to test his son's blood sugar. He reported his son's blood glucose results of 376 mg/dl and 108 mg/dl within 10 minutes on the compact plus system. No treatment, no adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Medwatch patient identifier date of birth, gender, and weight information are for the son on whom the glucose values were from. Father owns the device and reported the incident.